Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that the display was cloudy and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: moisture was observed under the display lens. The pump was opened up and moisture damage was found on the display and the continuous glucose monitoring board. Unrelated to the original complaint, the battery compartment was noted to be cracked. The pump case was cracked between the case seal and the keypad. A leak test failed due to a pump case crack.